Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed no image issue was found to be the result of the charge-coupled device (ccd) failure. The root cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation could not confirm the customer¿s reported problem, no leakage was reproduced. The evaluation found one ultrasonic cable was damage and five black dots on the image. The device was serviced via repair three times in the last year. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The suspect medical device is not marketed in the USA. Therefore, there is no 510(k) and or unique device identification number.

Event description:
The customer returned the evis lucera ultrasonic broncho-fiber videoscope for evaluation for a reported ¿leaking¿ found during reprocessing. During evaluation, no image was detected due to a defective charged coupled device unit. No death or injury and no impact to patient or other was reported. This report is being submitted to capture the no image malfunction found during evaluation.